Event description:
Additional information received indicated the patient underwent surgical intervention wherein during the procedure, it was observed that the patient's paddle lead was twisting at the ipg site and potentially fractured. In turn, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics showed high impedance on all contacts of the patient's lead. In turn, surgical intervention may take place at a later date to address the issue.